Event description:
Customer reported a past high blood glucose event, with the highest level displayed as "high," but a specific value was unknown. Cause was not known. The customer used a correction bolus via the pump to address the issue. Technical support advised the customer to consult a healthcare professional to discuss potential factors affecting their blood glucose levels, which the customer understood and acknowledged.